Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. Of note, the information was garnered from the manufacturer and user facility device experience (maude) database. Possible models for this manufacturer could include: sensia dr, sensia d, relia dr, relia d, and adapta. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: frequency of pacemaker malfunction associated with monopolar electrosurgery during pulse generator replacement or upgrade surgery j interv card electrophysiol (2017) 49:205¿209. Doi 10.1007/s10840-017-0241-y. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generators (ipgs). The aim of the article/study was to ¿investigate the frequency of electrosurgery-related pacemaker malfunction.¿ multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. Of note, the information was garnered from the manufacturer and user facility device experience (maude) database. The article reported there were device malfunctions which resulted in explants and replacements. There were also device upgrade procedures. The author indicated that the malfunctions could be from premature elective replacement indicator (eri), failure to interrogate, loss of capture, thresholds/impedance ¿issues,¿ and devices removed due to infection. The status/location of the device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based subsequent follow up information obtained. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received through follow up indicated that the customer would not be answering the follow up questions. No further information will be provided.